Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 9.3 cm was returned for analysis. The portion of the lead that was returned was normal.

Event description:
It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. The system was explanted and returned one month later. No further information is available.